Event description:
It was reported the deflectable videoscope had no image shortly after being connected to the system. The issue occurred during an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.e1: establishment name: social welfare corporation onshi foundation saiseikai shiga prefectural hospital (documented here in it¿s entirety due to character limitations in respective field)

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the suggested event was likely due to water invasion causing the image sensor unit to break. However, a definitive root cause could not be identified. The event can be detected by following the instructions for use which state: instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.